Event description:
It was reported that during a second attempt to place a vena cava filter, the upper arms deployed, but the legs were stuck in the delivery system. The doctor had used the same sheath as the previous attempt to place a filter. The doctor went in with a recovery cone, via the jugular and removed the filter. The doctor was able to deploy the 3rd vena cava filter successfully, using a different sheath and filter. No injury to the patient.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process and the quality cotnrol testing. This lot met all release criteria. The sample has not been returned for evaluation to date. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.